Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the device was unable to read ECG through the therapy connector, but was able to read ECG through the patient ECG connector. The device was able to deliver defibrillation therapy manually, but was unable to function properly in AED mode. The system pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was not reading an ECG signal during testing. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device was not reading an ECG signal during testing. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and verified the reported issue. Physio determined that integrated circuit, designator u16 was the cause of the reported issue.